Manufacturer narrative:
(B)(4). Device evaluation summary: an opened sample with a detached needle and a needle/suture piece of product code eh7241, lot par835 were received for evaluation. The product code eh7241 is double armed. During the visual inspection of the sample, a needle was cut from the suture, the second needle was detached from the suture and marks could be observed on the body needle appear to be by use of a surgical instrument. No remnant suture was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿needle pull-off issue was occured during the first stich when passing through the aorta in the ross procedure¿. A manufacturing record evaluation was performed for the finished device lot number par835, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a ross procedure on (B)(6) 2019 and suture was used. The needle pulled off during the first stitch when passing through the aorta. Another device was used to complete the procedure. There were no adverse patient consequences reported.